Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.8, lab: 2.4, unk amount of time between tests. Date: (B)(6) 2011, 4.8, 2.6. Tests on (B)(6) 2011, unk amount of time between tests. Tests on (B)(6) 2011, were performed within 10 minutes of each other.

Manufacturer narrative:
Investigation pending.